Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-jun-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the drawers had failed. A field service engineer (fse) confirmed all drawers were failed upon arrival. The issue began with drawers 2.1 and 2.2, so the fse disconnected drawer module 2; most drawers came back online except 2.1, 2.2, 1.13, and 1.14. The fse checked and reseated all connections, then reconnected drawer module 2 and disconnected drawer 2.1. Fse after reseating mini drawer flat engine cables and reconnecting drawer 2.1, all drawers locked and were recoverable upon reboot issue was resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer had failed and could not be recovered. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.